Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Subsequently, approximately six (6) years post-implantation, the patient underwent revision surgery of the patella component as all three pegs on the device fractured off. During the revision surgery, a significant amount of blackened synovitis due to metallosis was noted and a synovectomy was performed. The patella component was revised however all other components remain implanted as no issues were noted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical product: bmet regenx pri tib tray 75mm: catalog#141274, lot#970530; biomet finned pri stem 40mm: catalog#141314, lot#943170; vngd ps open por fmrl lt 70: catalog#184532, lot#427700; e1 vngd ps tib brg 71/75x10: catalog#ep-183640, lot#753860. Visual examination of the provided pictures identified sign of being in-vivo. Pegs were noted be fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified that patient experienced pain and x-ray found fractured patella pegs. Upon opening, severe metallosis was found. A synovectomy was performed and the patella was replaced. All other components were stable and no damage were found. Investigation results concluded that the reported event was due to a a labeling and training deficiency as the surgical technique addendum for installation of the device failed to include guidance on depth line indication on the peg drill bit. The issue has been previously addressed and resolved through our CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.